Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the universal surgical manipulator (usm4) failed to recognize an instrument. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before contacting the tse, the customer reseated sterile adapter (sa), replaced the drape and tried two other instruments on usm4, but the issue was not resolved. The tse found error 282 in the logs pointing to radio frequency identifier (rfid) sensor issue. The tse had the customer check instrument carriage and presence pins, which were normal. The tse had the customer clean rfid reader, but the issue persisted. The customer completed the procedure with the remaining three usms with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4) due to recognition issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm4.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm4) was analyzed, and system logs found no data to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the instruments test failed, confirming the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the carriage switches test failed on axes controller, carriage interface (acci). Once testing was completed, the carriage acci was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the axes controller, carriage interface. This issue can be resolved by replacing the usm.